Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a leak in the system. A new inflatable penile prosthesis was implanted. No further patient complications were reported in relation to this event.